Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
It was reported that the ventilator was not booting. There was no patient involvement. The service engineer (se) inspected the device. The se found in the ventilator diagnostic logs an error code indicating a 24 volts failure, power fail failures, the touchscreen not working and the air valve was not working. The se replaced power supply, exhalation motor controller and touch assembly. The device successfully passed performance specification testing after the repair was completed.